Event description:
A physician was using a gel mark ultra biopsy site marker during a breast biopsy with a mammotome biopsy device. According to the technician who was present at the time, the physician inserted the gel mark applicator at a 6:00 position, with the mammatome at the 12:00 position. When they pulled the applicator out of the probe, they observed that the tip had been sheared off. There were no patient adverse effects.